Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the previous information from the user and the additional information from the user which was that the user had used the anti-fog agent to the endoscope, there was the possibility that the reported phenomenon was attributed to the following. - since the subject device might not be firmly attached to the endoscope then the subject device made it easier to detach, consequently the subject device gradually came off due to the friction with the esophagus and/or pharynx when the endoscope was withdrawn. - it is known that anti-fog agents will break single use distal cover if anti-fog agents adheres to the single use distal cover. The subject device was cracked due to the adhesion of the anti-fog agent, and the fixing force to the endoscope was reduced, consequently the single use distal cover was detached by the stress being applied during the use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device, the physician could not insert the endoscope to duodenum, therefore the physician would withdraw the endoscope from the patient. During the withdrawal of the endoscope from the patient, the subject device came off from the endoscope and fell off into the patient's oral cavity. The subject device was retrieved from the patient's oral cavity. The physician attached new single use distal cover to the endoscope and completed the procedure. According to the nurse, it may have forgotten to confirm that the subject device was firmly fixed to the endoscope before procedure. There was no report of patient injury associated with this event.